Event description:
It was reported that during a pacemaker replacement procedure for normal battery depletion, the system triggered a lead safety switch (lss) alert due to high out-of-range pacing impedances in the right ventricular (rv) lead, measuring above 3000 ohms. Technical services (ts) recommended further evaluation of the lead, including isometric and pocket manipulation exercises, to determine whether the lead should be replaced or reprogrammed. Additionally, it was reported that the system exhibited myopotential oversensing and pacing inhibition; however, ts could not review this occurrence since no documentation was provided. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that during a pacemaker replacement procedure for normal battery depletion, the system triggered a lead safety switch (lss) alert due to high out-of-range pacing impedances in the right ventricular (rv) lead, measuring above 3000 ohms. Technical services (ts) recommended further evaluation of the lead, including isometric and pocket manipulation exercises, to determine whether the lead should be replaced or reprogrammed. Additionally, it was reported that the system exhibited myopotential oversensing and pacing inhibition; however, ts could not review this occurrence since no documentation was provided. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.